Event description:
On (B)(6) 2013, it was reported that this patient received shocks due to physiological noise oversensing on the ventricular lead. The patient has a recalled isoline 2cr-5 lead, serial number (B)(4). The patient had 198 detections and 4 inappropriate shocks due to noise oversensing. Therapy history shows noise episodes with rates over 200bpm beginning (B)(6) 2013. Vf episode from (B)(6) 2013 shows ventricular noise oversensing. This lead was explanted on (B)(6) 2014 and replaced with a vigila 1 cr65 lead.

Manufacturer narrative:
(B)(6), 2014 an analysis from the manufacturer is pending.

Event description:
On (B)(6), 2013 is was reported that this patient received shocks due to physiological noise oversensing on the ventricular lead. The patient has a recalled isoline 2cr-5 lead, serial number (B)(4). The patient had 198 detections and 4 inappropriate shocks due to noise oversensing. Therapy history shows noise episodes with rates over 200bpm beginning (B)(6), 2013. Vf episode from (B)(6), 2013 shows ventricular noise oversensing. This lead was explanted on (B)(6), 2014 and replaced with a vigila 1 cr65 lead.

Manufacturer narrative:
An analysis from the manufacturer is pending.